Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screws (ilrght) was returned for investigation. Visual inspection of the as returned product identified the screw to be fractured. The end screws was missing. A device history review was performed and no related nonconformances were noted. Complaint history search was performed using our complaint handling system and two related complaint were identified. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16. Information identified: applicable information can be found in the torque matrix - internal connection section. Complaint reported that the abutment screw fractured. The reported event was confirmed through visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4).

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number; k072642.

Event description:
It was reported that the ilrght abutment screw fractured inside the implant. All fragments were removed from the implant.